Event description:
The iab leaked into the system 97 pump. The iab was removed and a second iab was inserted into the pt. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 3/13/1998.) (Pt's current status: unk - rpt'd 3/13/1998.)